Event description:
It was reported that patient underwent revision total hip arthroplasty in 2002. Subsequently, the patient's hip dislocated and revision procedure was performed in 2008. Acetabular liner and modular head components were replaced with a constrained liner and modular head component.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. There have been no trends identified related to this type of event. A fax was sent to inform the user facility of the event. In the event that the user facility submits a medwatch report, biomet will forward a copy to FDA. Evaluation of explanted device found evidence of impingement of the femoral stem on the uhmwpe acetabular liner. Impingement was considered likely cause of dislocation.